Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was reproduced. Evaluation confirmed the reported symptom "system error 105" at power up caused by a failed motor which was seized. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed system error 105. There was no patient involvement.